Manufacturer narrative:
(B)(4). Batch # p92r7l. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off. The fallen piece was retrieved by forceps and was disposed of. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2018. Batch # p92r7l. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the min hand activation button was nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the min hand activation dome. And in the hand activation contacts. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.